Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise leading to an inappropriate shock. It was noted that the electrode had eroded through the at both incision sites and a procedure was scheduled. The erosion was thought to be the cause of the noise. During the procedure the electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to an (B)(6) infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that only the proximal segment of the electrode was returned. The electrode was severed at 27.5 centimeters from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits for the returned segment. Laboratory testing was unable to reproduce the reported clinical observations. With the returned segment, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---